Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. Cuts and debris were observed on the device, but these findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a hydrated storage container for transport. Complaint reference number: (B)(4).

Event description:
Patient follow-up was requested from the surgeon, who provided the following additional information. There were no complications during surgery to implant the inlay in the right eye and the patient had no pre-existing conditions. Postoperatively, the patient's best corrected distance visual acuity (bcdva) decreased from 20/12.5 (preoperatively) to 20/32, and the inlay was subsequently explanted. At last examination post explant, the patient's prognosis was good, the visual disturbances resolved and bcdva improved to 20/20.

Manufacturer narrative:
The explanted corneal inlay has not been returned to the manufacturer at this time. The site has been contacted to determine whether the device is available for analysis. The device history record (DHR) review of the manufacturing lot was performed and there were no discrepancies or unusual findings related to the reported issue. Visual symptoms and inlay removal are listed in the device labeling as known potential risks. (B)(4)

Event description:
The patient underwent implantation of the corneal inlay on (B)(6) 2017. Two months postoperatively, the patient reported experiencing ghosting, halos, and glare while driving at night. The inlay was scheduled to be explanted or exchanged on (B)(6)2017. Additional information has been requested.